Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The pt had their ins removed on (B)(6) 2023 possibly. The pt still had their lead abandoned inside of them. The pt got the ins removed because the battery did not work for the while stimulation system stopped working, it stopped working probably a year or two before (agent understood before it was removed). Agent reviewed MRI eligibility. Pt claimed they had 4 mris with an abandon lead and their radiology called in the past. The patient was redirected to their healthcare provider to further address the issue. Agent also sent email to registration.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.